Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 108 mg/dl. It also reported that display is blank currently. It also reported that the display did not returned after insulin pump restart. The customer will return insulin pump for analysis.

Manufacturer narrative:
Device received stuck in blank-flashing white lcd with audio beeps due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white lcd. Device received with moisture damage on motor assembly and corroded force sensor assembly.